Manufacturer narrative:
The reported event of unacceptable threshold was not confirmed. As received, a complete lead was returned in one piece. Visual and x-ray examinations of the lead found no anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that right ventricular (rv) lead exhibited an increase in capture threshold. The physician explanted and replaced the rv lead. There were no patient consequences.

Manufacturer narrative:
Further information was requested but not received.